Event description:
It was reported by an unknown family physician that the patient developed eritrodermia desquamate (skin rash) 3-4 months after an unknown xience stent was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Event date: date of event estimated. Implant date: date of implant estimated. Hypersensitivity is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.